Manufacturer narrative:
B5: additionally, the patient showered with the device when the liquid was noted in the device housing. H4: the lot was manufactured between july 24, 2023 ¿ july 25, 2023. H10: the device was received for evaluation. A visual inspection was performed which observed fluid inside the bladder and inside the housing of the device. Additionally, a leak was observed coming out at the red (non-baxter) luer cap that was not securely tightened. No evidence of crystallization was observed on the external surfaces of the housing. A functional leak test was performed after ensuring the red luer cap was securely connected to the distal luer and monitored until the next day, and no evidence of a leak was observed. The reported condition was verified. The cause of the leak could not be determined; however, probable cause was related to use error while handling the device. The reported leak inside the housing was most probably due to the water in which the patient had showered with. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: e1: initial reporter phone no.: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was described as, ¿two visible external crystallizations on the housing of the pump, which may indicate a potential leak. Additionally, there is visible free fluid inside the pump housing¿. The leak was observed during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.